Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that imaging was aborted.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that no issues found with the system. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a case on (B)(6) 2021 the system got stuck around the patient after the final spin. The manufacturer representative (rep) walked the site through pressing the yellow pendant bypass button with no change. The site spoke with the rep and was unable to manually open the gantry. The site had to pull the patient through the gantry. No impact on patient outcome. There was a delay less than one hour. The site was unable to acquire the final spin to confirm hardware placement at that time they rebooted several times in hopes of being able to open the gantry and was unsuccessful. The rep took over troubleshooting with the option of manually opening the gantry but with the amount of tension they aborted this option. They proceeded to lift and shift to the feet, the surgeon was able to close and the patient was lifted from operating room (or) table to the bed by slightly bending the knees to get pass the imaging system. The patient was sent for a post op computed tomography (CT) to confirm screw placement.